Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) due to an inappropriate shock by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response as a ventricular fibrillation (vf) episode. The device was reprogrammed and the patient was discharged home. The patient was again inappropriately shocked for af with rvr as a vf episode and was admitted to the ER. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.